Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported during initial implant that the right ventricular lead exhibited high pacing impedance. It was also noted that there was no pacing at high pacing output despite multiple attempts to reposition the lead. The right ventricular lead was explanted and replaced. The patient was in stable condition.